Manufacturer narrative:
Continuation of d10: product ID 8731sc serial# unknown implanted: (B)(6) 2006 explanted: (B)(6) 2025 product type catheter h6 update: the previously applied device code a26 is no longer applicable. The previously applied patient code e2403 is no longer a pplicable. The previously applied annex f code 1901 is no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a foreign healthcare provider via a company representative. The catheter had broken when trying to disconnect the pump. The serial/lot number of the catheter that was partially explanted was unknown. A catheter revision took place on (B)(6) 2025. The patient was still admitted as of (B)(6) 2025 but was to be discharged next week. The catheter was being returned to the manufacturer. Additional information was later received on 2025-apr-30 from a foreign healthcare provider via a company representative. It had been an elective decision of the healthcare provider to not replace the catheter at the pump replacement. The patient did not experience any impact/signs/symptoms as a result of the catheter having been broken at the time of disconnecting from the pump, and catheter having been later revised. Regarding the reason for the patient having required extended hospitalization / having been still admitted as of (B)(6) 2025, the patient was in acute withdrawal and the revision could not take place until(B)(6) 2025. The patient has since been discharged. The event has been since resolved. Additional information was later received on 2025-may-01 from a foreign healthcare provider via a company representative. There were no known factors that may have caused or contributed to the patient having experienced withdrawal, and it was further indicated that the patient did not take any other medications for pain, beside what was in their pump.

Event description:
Information was received from a foreign healthcare provider via a company representative regarding a patient who was receiving an unknown drug of an unknown concentration at an unknown dose rate via an implantable pump. It was reported that the event occurred during a pump replacement for normal replacement indicator (eri) in which the pump connector broke. It was further reported the pump segment broke off the catheter while the pump was being replaced in the ambulatory care unit. The patient was then admitted and a new pump was implanted and they were waiting on a surgery for a new catheter. The catheter was partially explanted on (B)(6) 2025. The healthcare provider decided to implant the pump and turn it into minimum rate while the patient waits to have a catheter revision in the coming days. It will be replaced with an 8781 catheter. The catheter was to be replaced in the future. The hospital was in possession of the explanted portion of catheter which was to be returned to the manufacturer. Factors that may have led or contributed to the issue were unknown. It was unknown if the issue was resolved as of 2025-apr-10. The patient was without injury regarding their status as of (B)(6) 2025.

Manufacturer narrative:
Continuation of d10: product ID 8731sc lot# serial# unknown implanted: (B)(6) 2006 (approximate implant date as month and year known only), explanted: (B)(6) 2025 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8731sc, serial/lot #: unknown, ubd: unknown, UDI#: unknown medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a foreign health care provider (for, hcp) indicated that on (B)(6) 2025, the patient was in for a routine pump replacement. During the procedure, the pump segment catheter fractured and no connector was available. The patient was admitted to the hospital for pain control and management of withdrawal. On (B)(6) 2025 they had a revision of the malfunctioning pump catheter.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 8731sc lot# serial# unknown implanted: (B)(6) 2006 explanted: (B)(6) 2025 product type catheter h3: 8731sc catheter: visual inspection identified a break in the catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.